Manufacturer narrative:
The returned unit was visually and functionally examined. A leak was confirmed from inside the handle due to a damaged lumen. Please note that this report may be based on information not verified by st. Jude medical to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by st. Jude medical that one of its products has caused or contributed to a death or serious injury, or that one of its products has malfunctioned.

Event description:
It was reported that the ablation catheter was used to isolate the pulmonary veins in the left atrium and after 45 minutes we noticed that there was an impedance error on the stocker generator. The physician then realized that the irrigation port near the handle was leaking saline. We then replaced the catheter with another one of the same model and lot number.